Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please explain more event details? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? What was the appearance of the staples? (B-formation, irregular, legs straight)? Were staples malformed after being deployed? Was there difficulty with device articulation? Did the device deploy staples in to the tissue but not cut the tissue? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, hinge piece did not work properly. With a lot of noise the dark gray part could be pulled back. But the tissue was not fully cut and stapled. There were only 3 staples placed. The reload was well placed in the device.

Manufacturer narrative:
(B)(4). Batch number: p58w9k. The analysis results found that the ats45 device was received with the firing mechanism damaged, with no cartridge reload loaded in the device and with the knife and wedge bands exposed. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.